Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, it was noted that the valve of the sheath was leaking. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device due to the patient being infected. Only the dilator was inserted in the sheath. There was no confirmed air aspiration or air contamination to the patient's body. No additional puncture was performed when the sheath was replaced.